Manufacturer narrative:
Review of the product history records indicates ten packs were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the patient underwent a right total hip arthroplasty on (B)(6) 2009 where she was implanted with a competitor hip resurfacing system. It is further alleged that her hip system failed and required revision of the femoral and acetabular components on (B)(6) 2016.